Event description:
Reported by the pt as a band slippage with revision surgery having occurred to remove the device.

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding serial number and explant date has been requested. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band/or stomach slippage."